Event description:
Plaintiff reports initial bilateral implantation 8/26/81 with explant unk. Plaintiff adopts the master petition filed in cause no. 92-16550; in re: master silicone breast implant file, in the 334th district court of harris county, tx.